Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The doctor ordered x-rays and examined the patient and it turns out that the device was not out of place. The patient thought the device moved but was mistaken. The patient saw the doctor on (B)(6) 2020. Additional information reported 3 days later that the steps taken to resolve the pain was to down it way down. The patient stated that they turned it up on their own and it was awful on their "balls and sack" . They turned it back down and the sting went away. The patient will be see that doctor who put in the device in september. The patient reported conflicting weights of (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. Patient reported that yesterday they were in the garden lifting some stuff, and kneeling on their knees and was spreading manure. Caller states that she lifted the tub of manure to move it forward then when she stood up she all of a sudden she had pain in her hip and back. Caller states that the pain was horrendous and her leg was numb for awhile. Caller states that the pain is still present ("always there"since this occurred) and believes her ins moved up higher than it was before. On the call, the caller was able to connect to her therapy settings and when she was decrease stimulation she described her ins as "feeling hot" and the pain intensified. Caller then turned stimulation complete off but the pain was still present; patient redirected to hcp to check ins status. No further complications noted or anticipated